Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer reported pacing failures across three devices during four separate patient events. The consistent issue was an inability to capture or pace. An onsite visit was conducted and the evidence supports that the pacing failures were caused by 3rd-party pads not providing consistent patient impedance detection, leading to pd core warning 247 and failure to capture/pace. There is no evidence of device malfunction. Confirmed on-site duplication with 3rd-party pads. Issue resolved by switching to zoll electrode pads. Analysis of reports of this type has not identified an increase in trend.